Event description:
It was reported that the tele mx40 had a speaker malfunction. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the reported issue could not be replicated. The speaker was replaced for precaution and the device was returned to the customer. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The exact cause for the reported issue could not be established. The speaker was replaced for precaution and the device was returned to the customer. If additional information is received the complaint file will be reopened.